Event description:
It was reported that patients need to charge the implantable pulse generator (ipg) more often. It was noted that patient was not able to get enough pain relief. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago from the date manufacturer was made aware.